Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, a 2.75 x 23 mm xience xpedition stent was implanted in the mid left anterior descending artery (lad). The patient recovered well. On (B)(6) 2016 the patient was admitted to the hospital with intermittent chest pain. Angiography on (B)(6) 2016 confirmed mild stenosis in the lad within the stent. Symptomatic treatment (anticoagulant anti-platelet therapy, lipid treatment, lowering sugar and controlling blood pressure treatment) was given after admission. The condition was stabilized. The patient was discharged from the hospital on (B)(6) 2016. No additional information provided.